Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. In (B)(6) 2024, the estimated battery life was 2 years and currently the longevity had decreased by three additional months just prior to the error code. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was additionally reported that the ICD was replaced on (B)(6) 2025, and is expected to be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. In february 2024, the estimated battery life was 2 years and currently the longevity had decreased by three additional months just prior to the error code. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was additionally reported that the ICD was replaced on february 25, 2025, and received for analysis.